Manufacturer narrative:
(B)(4). Eval, results: (endoleak).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm on approx one month ago. The vessels had moderate calcification and mild tortuousity. The aortic neck was straight; it measured 24 mm in diameter over the length of 15 mm. It was reported that upon final angiogram it was noted that there was a proximal type 1 endoleak; however, the physician was unable to determine the cause of the endoleak. The decision was made to implant a palmaz stent and the endoleak was resolved. No clinical sequelae were reported and the pt is fine.